Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported foot break. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Mw5090218.

Event description:
It was reported through an user facility medwatch report (mw5090218) that "during procedure, when perclose proglide was removed from the vessel, it was noted that a foot plate was missing from the device." No additional information was provided.